Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for oil-like matter on the cannula with the incident lot was observed. Testing of the customer samples was performed and the matter was identified to be silicone, which is a component of the lubrication used in the assembly process. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that prior to use foreign matter was discovered on the cannula with a bd vacutainer® flashback blood collection needle. The following information was provided by the initial reporter, translated from chinese to english: before use, the customer found some fbn have fm on the IV cannula. Occurred rate is 20%.

Event description:
It was reported that prior to use foreign matter was discovered on the cannula with a bd vacutainer® flashback blood collection needle. The following information was provided by the initial reporter, translated from chinese to english: before use, the customer found some fbn have fm on the IV cannula. Occurred rate is 20%.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter was discovered on the cannula with a bd vacutainer® flashback blood collection needle. The following information was provided by the initial reporter, translated from (B)(6) to english: before use, the customer found some fbn have fm on the IV cannula. Occurred rate is 20%.